Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ bd luer-lok¿ syringe with needle there was an issue with leakage. It was stated by the consumer ¿there was leaking at the luer lock connection when pushing meds into the line.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no sample or photo was received for investigation. DHR review shows eclipse batch # 7362021 had no abnormality or quality notifications during production. Maintenance, calibration and equipment records showed no abnormality that could have influenced the issue. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported with the use of the bd eclipse¿ bd luer-lok¿ syringe with needle there was an issue with leakage. It was stated by the consumer ¿there was leaking at the luer lock connection when pushing meds into the line.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd eclipse¿ bd luer-lok¿ syringe with needle there was an issue with leakage. It was stated by the consumer ¿there was leaking at the luer lock connection when pushing meds into the line.¿ there was no report of injury or further medical intervention.